Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty procedure while using blue gst60b load, lot: t4095e, when performing the stapling some staples did not form in b format and remained open. There was no harm to the patient and there was no blood loss.